Event description:
It was reported that a patient underwent a c5-c6 anterior cervical spine decompression discectomy with plans to utilize the mobi-c artificial cervical disc replacement. As the surgeon attempted to carefully introduce the prothesis, the universal inserter (implant inserter) failed, causing the prothesis to be pushed past the posterior wall of the vertebral body and compressing the spinal cord. The prothesis was removed from the disc space and a competitive interbody cage was utilized instead. The patient is now partially paralyzed. This is report one of two for this event.

Manufacturer narrative:
D4 UDI number: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined because of the lack of information provided. This event could possibly be attributed to the reported failure of the implant holder, causing the prosthesis to be pushed past posterior wall of the vertebral body and compressing the spinal cord. This event could also possibly be attributed to unknown patient or surgical factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2025-00025.

Event description:
It was reported that a patient underwent a c5-c6 anterior cervical spine decompression discectomy with plans to utilize the mobi-c artificial cervical disc replacement. As the surgeon attempted to carefully introduce the prothesis, the universal inserter (implant inserter) failed, causing the prothesis to be pushed past the posterior wall of the vertebral body and compressing the spinal cord. The prothesis was removed from the disc space and a competitive interbody cage was utilized instead. The patient is now partially paralyzed. This is report one of two for this event.

Event description:
It was reported that a patient underwent a c5-c6 anterior cervical spine decompression discectomy with plans to utilize the mobi-c artificial cervical disc replacement. As the surgeon attempted to carefully introduce the prothesis, the universal inserter (implant inserter) failed, causing the prothesis to be pushed past the posterior wall of the vertebral body and compressing the spinal cord. The prothesis was removed from the disc space and a competitive interbody cage was utilized instead. The patient is now partially paralyzed. This is report one of two for this event.

Manufacturer narrative:
Corrections in d4: lot & UDI numbers, d9, h3, and h6: investigation type, findings, and conclusions. Additional information in h4. Device evaluation: visual inspection revealed no signs of damage. A dimensional inspection on the height of the tip opening was performed with calipers (eq-1455 calibration due (B)(6)2026) which revealed the height measures 7.01mm. Per drawing mb9001r-1 revision a3, this dimension should be 7.0mm +/- 0.1mm. A functional inspection was performed by assembling the inserter with three different sizes of a mobi-c prosthesis. The depth stop on the inserter was set to zero, the implant was loaded into the inserter and inserted into a spine model then the implant released as expected from the inserter. Root cause: a review of the DHR was conducted, no indications of manufacturing issues were found. A functional and dimensional inspection of the device was performed, and the device was found to be conforming to specifications and functioning as expected. This event likely cannot be attributed to manufacturing or inspection processes. This event can likely be attributed to user error during insertion. DHR review: there were no non-conformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event, and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.